Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The patient was admitted to hospital with a blood glucose value of 447 mg/dl and the blood glucose levels did not lower with continuing pump therapy. Thus, two days after admission to the hospital, the patient was given insulin "basaglar" additionally, and with this, the blood glucose levels started to lower. During the hospitalization, the patient stayed on a drop. The hospital´s medical doctor suspects a problem with the pump´s basal rates delivery. At the time the incident was reported, the patient was still in hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.